Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displays the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010. The patient indicated she manages her diabetes with insulin and oral medication (type and dosage not specified); however, in response to the reported power issue the patient denied taking any action. As a result of the alleged power issue, the patient claimed she became shaky an unknown time later that day. The patient, however, denied she received any treatment after the alleged issue began. At the time of troubleshooting, the csr noted that the subject meter's battery had not been replaced per the owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.